Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was not performed by our field service engineer. Unfortunately, the information about final solution was not provided to us and no more details have been obtained in regards to which part turned out to be the source of the issue or if the issue has been resolved. The device's logs and repair details were not provided, hence the root cause cannot be established.

Event description:
Manufacturer's ref. #: (B)(4).